Event description:
Device assessment: right ventricular capture threshold 1.875 v. @.4 ms. Output 4 v @.4 ms other available daily battery/lead measurements within expected range. Arrhythmia summary: since data last cleared on (B)(6) 2021 based on programmed zones, device detected: 2 vt-ns episodes most recent on (B)(6) 2022 see attached episode list and stored egms for details. Recommend review of stored egms for rhythm determination. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).